Event description:
Voluntary medwatch received states patient's right ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. It was also noted that the atrial lead exhibited noise oversensing, high threshold and varying pacing impedance. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155945.